Event description:
The user reported a shift in the ckmb qc recovery on the e601 when changing to a new lot number of reagent. The user performed a patient comparison and received discrepant results for five samples. The initial results were tested on (B)(6) 2009 with reagent lot number 153686 and the results were reported. The samples were rerun on (B)(6) 2009 for troubleshooting the qc shift with reagent lot number 155150. The samples were all in 5 ml lithium heparin tubes. All results are in ng per ml. Sample 2, initial result was 4.81, repeat result was 3.77. The field service representative determined the cause to be the reagent lot change. He inspected the analyzer and performed mechanism checks with acceptable results.

Event description:
The user reported a shift in the ckmb qc recovery on the e601 when changing to a new lot number of reagent. The user performed a patient comparison and received discrepant results for five samples. The initial results were tested on (B)(6) 2009 with reagent lot number 153686 and the results were reported. The samples were rerun on (B)(6) 2009 for troubleshooting the qc shift with reagent lot number 155150. The samples were all in 5 ml lithium heparin tubes. All results are in ng per ml. Sample 5, initial result was 2.75, repeat result was 1.82. The field service representative determined the cause to be the reagent lot change. He inspected the analyzer and performed mechanism checks with acceptable results.

Event description:
The user reported a shift in the ckmb qc recovery on the e601 when changing to a new lot number of reagent. The user performed a patient comparison and received discrepant results for five samples. The initial results were tested on (B)(6) 2009 with reagent lot number 153686 and the results were reported. The samples were rerun on (B)(6) 2009 for troubleshooting the qc shift with reagent lot number 155150. The samples were all in 5 ml lithium heparin tubes. All results are in ng per ml. Sample 3, initial result was 9.34, repeat result was 7.7.. The field service representative determined the cause to be the reagent lot change. He inspected the analyzer and performed mechanism checks with acceptable results.

Event description:
The user reported a shift in the ckmb qc recovery on the e601 when changing to a new lot number of reagent. The user performed a patient comparison and received discrepant results for five samples. The initial results were tested on (B)(6) 2009 with reagent lot number 153686 and the results were reported. The samples were rerun on (B)(6) 2009 for troubleshooting the qc shift with reagent lot number 155150. The samples were all in 5 ml lithium heparin tubes. All results are in ng per ml. Sample 4, initial result was 4.25, repeat result was 3.24. The field service representative determined the cause to be the reagent lot change. He inspected the analyzer and performed mechanism checks with acceptable results.

Event description:
The user reported a shift in the ckmb qc recovery on the e601 when changing to a new lot number of reagent. The user performed a patient comparison and received discrepant results for five samples. The initial results were tested on (B)(6) 2009, with reagent lot number 153686 and the results were reported. The samples were rerun on (B)(6) 2009, for troubleshooting the qc shift with reagent lot number 155150. The samples were all in 5 ml lithium heparin tubes. All results are in ng per ml. Sample 1, initial result was 2.75, repeat result was 1.73. The field service representative determined the cause to be the reagent lot change. He inspected the analyzer and performed mechanism checks with acceptable results.